Event description:
The customer stated that he tested his blood glucose using his contour meter and a one touch meter. The contour read 230 mg/dl, while the one touch read 113 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer also received a control test result of 221 mg/dl while troubleshooting. The normal control range was 101-139 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.